Manufacturer narrative:
The getinge field service engineer (fse) that caused the issue replaced the power supply and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The removed power supply was returned to national repair center (nrc) for evaluation. Nrc received the power supply, nrc observed a white residue on the pwr sply/chrgr w/o ext, which is consistent with saline. Retaining the power supply in the nrc per procedure.

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) that caused the issue replaced the power supply and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The removed power supply was returned to national repair center (nrc) for evaluation. Nrc received the power supply, nrc observed a white residue on the pwr sply/chrgr w/o ext, which is consistent with saline. CAPA 14-ca-0097 has been initiated to address this issue. Retaining the power supply in the nrc per procedure.

Manufacturer narrative:
A supplemental report will be submitted when the evaluation is completed. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during repair by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) power control board was damaged by the fse. There was no patient involvement. Related complaint tw 558680 opened for battery short run time.